Manufacturer narrative:
The user facility's biomedical engineer (biomed) verified that the pump was being assigned in the perfusion screen instead of the configuration screen. The assignment made in the perfusion screen was lost once the perfusion case has been left. The biomed was going to assign the pump in the configuration screen to resolve this situation. Investigation in process, but not yet completed.

Event description:
It was reported that the sucker pump on several occasions had lost communication and had to be assigned. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.